Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "weak positive results sars-cov-2 with bd sars-cov-2 kit".

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "weak positive results sars-cov-2 with bd sars-cov-2 kit".

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. (B)(4)) lot 1075169 was performed by the review of the manufacturing records and the verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported an increase of false positive results. The samples gave a late positive result for one of the targets (n1 or n2) with the bd max sars-cov-2 reagents for bd max¿ system kit lot 1075169 but gave a negative upon repeat. Despite multiple attempts, no data was received for the investigation. Although low positive samples, for one or both targets, often occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site, this cannot be confirmed. Based on the available information, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1075169. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.